Event description:
It was reported that the atrial lead had an out of range high impedance and an apparent fracture. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.